Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest discomfort. Decreased impedance was noted on the right ventricular (rv) lead. The physician elected to explant and replace the lead as lead damage was suspected. No further patient complications have been reported as a result of this event.